Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture and revealed signs of torquing at the fractured location. If the cat7 is torqued against resistance during advancement, damage such as a fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed kinks on the cat7. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. It was noted that the patient's anatomy had minimal tortuosity. During the procedure, the physician completed three passes using the cat7. While advancing the cat7 to make the next pass, the midshaft of the cat7 fractured inside the patient. It was reported that the physician was able to remove the cat7 from the patient over the guidewire. The procedure was completed using a new lightning bolt aspiration tubing, a new cat7, and the same sheath. There was no report of an adverse effect to the patient.